Manufacturer narrative:
The cause of patient's death and relationship to vns therapy is unknown.

Event description:
Manufacturer received report that a patient death occurred. It was reported that the patient died in his sleep. Pulse generator and lead were reported to be buried with patient. Good faith attempts to obtain cause of death and relationship to vns therapy have been unsuccessful.